Event description:
It was reported to vyaire medical that the bellvista1000 us had an alarm 401 - inspiration valve or device leaky prior patiet use. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: (return analysis)the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated in the fa lab.no performance issues were found.the unit functioned as intended with no alarms or warning messages. Log file evaluation(non return analysis):it was suspected that the unit had multiple issues nt valve failure (due to 545, error 3 and 400). Error 401 the primary issue was determined due to o2 cell not seating well. As a resolution, vyaire initiated inspiration block replacement under extended warranty.